Event description:
As reported by a field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia (s3ur) valve, the team placed the valve in the aortic position without incident. As the team was pulling the delivery system back into the sheath they encountered resistance. The team without looking at the delivery going into the sheath proceeded to pull back all while encountering the resistance. As they continued to pull the inner shaft of the delivery detached from the balloon. The delivery system was removed while a length of inner shaft, balloon, and nose cone remained in the body. The team fluoroed the situation and noticed the sheath was split from the tip of the sheath and the sheath collapsed on itself, balloon was opening like a umbrella. The team called vascular surgery to attempt removing the remaining system through a sheath. Vascular surgery was unsuccessful and decided they needed to do a cut down to remove the remaining part of the system. Per the fcs, the perceived root cause of the event was "in my opinion. The team removed the system without confirming balloon was completely deflated. There was resistance and they never checked the balloon moving into the sheath." The patient had mild tortuosity, moderate to severe annular calcification and a minimum luminal diameter of 6.4rt, 8.8lt.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided noted the delivery system appeared within an expanded sheath profile, suggesting liner delamination. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case liner delamination was confirmed based on the evaluation of the provided imagery. Available information suggests procedural factors (withdrawal of altered balloon profile) likely contributed to the event as it was reported, ''the team removed the system without confirming balloon was completely deflated. There was resistance and they never checked the balloon moving into the sheath.'' Withdrawal of a delivery system with an altered balloon profile (torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. Additionally, it was reported that the patient had ''mild'' tortuosity, however, no imagery was provided for further evaluation. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (such as calcification, tortuosity) are present near the sheath distal tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.